Manufacturer narrative:
Additional information was received stating this patient experienced a syncopal event. A revision procedure was performed and a temporary pacing wire was placed. A tug test was performed and the lead remained in the device header. Next, the lead was removed and visual inspection was unremarkable for any abnormalities. Lead testing was performed using the pacing system analyzer (psa) and acceptable threshold and pacing measurements were noted. The physician requested a replacement device and initial threshold and impedance measurements were stable. However, then pacing measurements increased to greater than 3000 ohms and then 1219 ohms. Therefore, a replacement lead was implanted. Migration of the device was visualized during the procedure. No additional adverse patient effects were reported. The device is expected to be returned for testing.

Manufacturer narrative:
Additional information was received stating a lead fracture was suspected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The caller stated the patient has advanced alzheimer disease and the family is deciding the course of action. The system is functioning appropriately now. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered for this system due to pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. Additionally, noise was observed in bipolar and unipolar configurations which was oversensed resulted in six seconds of pacing inhibition for this pacemaker dependent patient. The device is programmed to voo mode at a rate of 75 ppm. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.